Event description:
The account stated that an initial false positive axsym toxo igg result of 41 iu/ml was generated. The sample was repeated and a result of 0 iu/ml was generated. The result was not reported. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete. This report is being filed on an international product, list number 9k08 that has a similar product distributed in the us, list number 3b22.

Event description:
Caller states patient underwent an unspecified surgical procedure and later became unconscious after testing 85-90 mg/dl on 3 different aviva systems. An unspecified time later the patient suffered cardiopulmonary arrest and was admitted to the intensive care unit (ICU). Lab values returned as 15 and 17 mg/dl (timeframe between lab values and results obtained on the aviva system are not known). Resuscitation efforts failed, and an unspecified time later the patient died. Requested return of suspect device.

Manufacturer narrative:
Evaluation: false positive result. No patient sample was returned for investigation. Testing was performed using an in-house file kit of axsym toxo igg reagent lot 86125hn00. All calibrations were valid and control values were within the axsym toxo igg insert specifications. To evaluate reagent specificity, a specificity panel was tested in 5 replicates. Specificity panel values met specifications and the results were in the typical range and no false reactive results were obtained. Customer complaint data was reviewed and no adverse trends were identified. The axsym toxo igg package insert was reviewed and was found to adequately address the issue. The investigation did not identify a product deficiency.